Event description:
Rptr did meter to lab comparison tests, fasting, side by side. Rptr's meter reading was 112mg/dl, and the lab test results was 160mg/dl. Both tests were capillary. Rptr did not have any symptoms. A control test result of 130mg/dl was in range.